Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an occlusion alert, dismissed it, received a restart message, attempted a restart, and the ilet did not power back on despite correct placement on the charger and retry steps, indicating a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.